Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ syringe hypodermic had scale marking issues. The following information was provided by the initial reporter : it was reported that when opening the package the syringe did not have the graduation markings.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 1 bd plastipak¿ syringe hypodermic had scale marking issues. The following information was provided by the initial reporter : it was reported that when opening the package the syringe did not have the graduation markings.